Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of lumbar spinal canal stenosis. It was reported that intra-op, two balloons rupture at a pressure in mid 400's. There was an irregular inflation. One of them almost was completely separated and nearly got stuck inside the trocar. Balloon was retracted and taken out. There were no patient symptoms or complications associated with this event. Type of procedure is balloon kyphoplasty. There were no fragments left inside the patient.